Manufacturer narrative:
The 3003721894-2018-00239 is associated with argus case (B)(4), corega ultra cream (double salt). Corega ultra cream (double salt) is marketed as (B)(4) in the us.

Event description:
Accidental ingestion (accidental device ingestion by a child). Cry (crying). Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a female patient who received double salt dental adhesive cream (corega ultra cream (double salt)) cream for drug use for unknown indication. On an unknown date, the patient started corega ultra cream (double salt). On an unknown date, an unknown time after starting corega ultra cream (double salt), the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant) and crying. On an unknown date, the outcome of the accidental device ingestion by a child was recovered/resolved and the outcome of the crying was not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion by a child and crying to be related to corega ultra cream (double salt). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: action taken with corega ultra cream (double salt) was unknown. The reporter contacted the call center to informer that her daughter took a tube of corega ultra cream (double salt), opened it and introduced a little of product into her mouth (accidental ingestion). The product it was a free sample of her husband received, because he uses the product. The child was crying since the ingestion. Age was not informed by the reporter.